Event description:
It was reported that an large volume infusor would not flow. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the lot was manufactured from march 02, 2020 - march 04, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.